Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k031216. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open and used cassette with the date of cassette's opening written: 4 august 2025. The case was received on 14 november 2025, so the suture was used within 4 months period after opening, which is correct. We have tested the knot pull tensile strength of the thread of the cassette received and the results do not fulfil the requirements of the european pharmacopoeia (ep): 0.82 kgf in average and 0.20 kgf in minimum (ep requirements: ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). Thread degrades by hydrolysis because of air humidity. Stability tests performed guarantee product properties within 4 months after opening the cassette. As stated on the cassette label: - knot the remaining thread and replace the cap after each use. - once opened, the content of the cassette should be used within 4 months and prior to expiration date. - store at room temperature. Avoid exposure to extreme temperatures over a long period of time. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the root-cause has not been determined. Thread into the cassette degrades by hydrolysis because of air humidity. Final conclusion: taking into account that the results of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that the thread had broken several times, easily broken.